Event description:
It was reported that this right ventricular (rv) lead was exphmted due to pacing impedance values high, out of range. The device was explanted due to normal battery depletion. A new rv lead and device were implanted at the same procedure. No additional adverse patient effects were redorted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).